Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. Following stent placement, a 4.0mm x 12mm quantum maverick balloon catheter was advanced for post dilatation. However, after imaging when the physician prepared to place the balloon, the balloon shaft was found to be fractured and unusable. The device was removed from the patient and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1-initial reporter facility (B)(6).

Event description:
It was reported that shaft break occurred. Following stent placement, a 4.0mm x 12mm quantum maverick balloon catheter was advanced for post dilatation. However, after imaging when the physician prepared to place the balloon, the balloon shaft was found to be fractured and unusable. The device was removed from the patient and the procedure was completed with another of same device. No patient complications were reported. It was further reported that the 80% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. The device was completely removed from the patient by simply pulling it out and the patient condition post procedure was stable.